Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. The patient was treated with intraperitoneal cefazolin (for 2 days; dose and frequency not reported) and intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. It was not reported if therapy was ongoing. The patient recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The event occurred on an unknown date in (B)(6) 2014. This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.